Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the battery cap was stuck on the insulin pump and could not get it off. The customer's blood glucose was 507 mg/dl at the time of incident. The customer stated that she was hospitalized and experienced high blood glucose prior to the call but she was off the insulin pump for more than 48 hours. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she was not wearing the insulin pump at the time of call. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.